Event description:
The user reported that the valve from the catheter became stuck in the syringe. The valve then detached from the catheter. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The user did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Upon visual inspection of the returned device, the complaint was confirmed. The valve body had detached from the catheter and remained attached to the syringe. The root cause of this failure is attributed to excessive force applied from the syringe to the valve body causing separation.